Event description:
It was reported that the left ventricular (lv) lead exhibited high out-of-range pacing impedance, causing pocket stimulation during unipolar pacing. The lv lead was capped and replaced with a quadripolar lv lead. The patient was in stable condition with no adverse events.